Manufacturer narrative:
Additional information provided in h.3. , h.6. And h.11. The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. The root cause for the reported complaint could not be determined. Not enough information was provided to complete the investigation. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced pain and squeezing. During four week postop visit had mild to moderate pco(posterior capsular opacification) and pupil was dilated prior to exam. She was experiencing shadow like vision and upon examination found that iol appears to be displaced 1-1.5 mm with poc and back to centration with normal pupil. Bag shows early fibrosis and sealed. Iol appears centered with pupil despite bag position. Additional information has been requested.